Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was riding high in the scrotum with excess tubing. A surgical procedure was performed during which the pump was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01.serial number: n/a.batch/lot number: 1100220335.model/catalog description: reservoir flat iz 100 ml.unique identifier (UDI) #: (B)(4).